Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The lead impedance was out of range (> 3000 ohm). The lead has been capped and replaced.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.